Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix bent. Therefore, no helix function test possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix screw appeared to be out although the mechanism had not been activated. The lead was removed and was replaced by a new lead. No patient complications have been reported as a result of this event.